Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer had not noticed any blockages and resumed insulin delivery. The customer's blood glucose level was not impacted. The customer reverted to using insulin injections to manage diabetes.